Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt of the right atrial (ra) lead, high thresholds and undersensing/diminished sensing were observed. The lead was removed and it was replaced with a new lead. No patient complications have been reported as a result of this event.